Manufacturer narrative:
Initial reporter name and address:(B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error.

Event description:
Physician reported "325 gel implants replaced left breast" against the right side device. Device explanted.